Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported migration is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that patient with this inflatable penile prosthesis (ipp) complained of high-riding pump. A surgical procedure was performed to remove and replace the pump and cylinders. The original reservoir remained in place and was connected to the new pump and cylinders. No patient complications were reported.